Manufacturer narrative:
Clarification to adverse event problem: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm® ultra plus xc in the lips. The patient is experiencing a rash on their left arm, shortness of breath and inflamed maxillary lymph nodes on their left side. The patient went to the ER on an unknown date and was prescribed prednisone, but the patient is allergic to sulfa so the patient stopped taking it. The patient was seen by the treating physician during the first part of this year. The office offered to dissolve the product but the patient refused. The patient has been taking benadryl and that has cleared up the rash on the left arm but other issues are still ongoing. The patient has had covid three times prior to their injection.